Event description:
It was reported the patient experienced overheating of the omnipod personal diabetes manager (pdm) battery with leakage of liquid and melting of part of the battery itself and the pdm protective shell. During a follow-up meeting by the prestataire (reporter) at the patient's home, it was noticed at the time of this visit, that a battery operated drill plugged into the patient's house power outlet had started to smoke and overheat. The patient stated to the prestataire that the facilities in the patient's home reportedly had a power surge and that the home had a flood a short time ago. The patient stated they planned to contact their landlord to report the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.